Manufacturer narrative:
Pt received a small burn to cheek. Dr. Did not give ointment to pt. Doctor said pt healed completely. The instrument was used as a cheek retractor, the friction between instrument and cheek caused the burn. The dental assistant burn mark on her hand was about a size of a nickle. The mark on her handpiece blistered. She used neosporin for blister. During product evaluation, high debris levels were found in the handpiece. The bearings were gritty and vibrated. It was further noticed that the backcap button stuck in due to dented head causing handpiece head to heat up.

Event description:
A dentist was performed a routine procedure on a pt using a dental handpiece when the pt's cheek was burned by the head of the handpiece. The dental assistant was also burned on the hand from the handpiece.